Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device. Device manufacture date: monitor: 06/18/2014, belt: 02/17/2014.

Event description:
A us distributor reported that the patient passed on (B)(6) 2017 at 8:46 pm while in the hospital. The patient was wearing the lifevest at the time. Per the patient's wife, the patient was to be air-lifted to another hospital and his lungs were filling up with fluid and he started to go into cardiac arrest. Per review of the patient's downloaded data, the device entered a treatment sequence at 7:50:48 pm. The ECG recording indicated that the patient was in nsvt transitioning to sinus tachycardia. Gel was deployed but no treatment was delivered as the device appropriately detected a non-treatable rhythm. The device entered treatment sequences again at 08:00:40 and 08:09:04. The ECG recordings showed begimeny at 30 bpm with intermittent cardiac activity during the first sequence and CPR artifact with vt from 130 to 150 bpm during the second. The patient was not treated due to the rate being at or below the prescribed threshold for treatment. At 08:20:16 the device entered another detection sequence. The patient's rhythm had degraded to vf. The patient received a non-lifevest external defibrillation before the lifevest was able to deliver a treatment shock. The patient had only been in detection for 14 seconds when the external defibrillation was delivered. The external defibrillation converted the patient's rhythm to an idioventricular rhythm at 115 bpm. Following the external defibrillation, the patient's rhythm transitioned back into vt with a varying amplitude from 150 to 270 bpm for approximately 1.5 minutes before a second external defibrillation was delivered. The rhythm was again converted to an idioventricular rhythm before transitioning to a paced rhythm and atrial fibrillation (af) from 70 to 110 bpm. Following the 2nd external defibrillation the patient's rhythm transitioned back into vf. The patient was in vf for 17 seconds before a 3rd external defibrillation was delivered. The external defibrillation was delivered before the lifevest could detect the arrhythmia. The external defibrillation converted the patient to rapid af that transitioned back to vf 10 seconds after the shock was delivered. The patient was in vf for 1 minute 6 seconds before receiving a 4th external defibrillation shock. Varying amplitude of the vf contributed to the lack of detection by the lifevest. The post-shock rhythm of the external defibrillation was vt at 150 bpm for 20 seconds before transitioning back to vf. The patient was in vf for 1 minute 15 seconds before receiving a 5th external defibrillation shock. The shock failed to convert the patient who remained in vf with motion and CPR artifact visible on the ECG. Following the 5th external defibrillation shock, the patient's rhythm remained vf with motion/CPR artifact for approximately 6 minutes with varying amplitude and CPR artifact until the rhythm degraded to asystole. The varying amplitude of the rhythm prevented detection by the lifevest.